Event description:
The customer reported that the system displayed a filament error code message.

Manufacturer narrative:
(B) (4). The ge service rep went onsite for filament error code. He lubricated the candle sticks, checked the 5 v going to the ffb & gib, performed the filament calibration utilizing utility suite, replaced the main batteries due to them being weak, replaced the lemo support bracket, and had to drill out the screw for the coupling on the steering due to the screws were worn. The system functioned as intended.